Manufacturer narrative:
Complaint no: (B)(4). This is a report of a break in aseptic technique, where the patient had the bedroom heater on while they connected to the homechoice device. Per the device¿s labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis therapy. The patient had the bedroom heater on while they connected to the homechoice device. There was no injury or medical intervention indicated at the time of the report. No additional information is available.